Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology at the time of implant was not reported. It was reported that a recent CT revealed that the stent graft has migrated distally into the aneurysm sac. The physician stated the cause of the migration was patient anatomy related, disease progression with aortic neck dilatation. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).